Manufacturer narrative:
Additional information received: - "date of event unknown" - "there were no consequences for the patient, except that we could not measure pressure, but the patient also had an evd (external ventricular drain) and with that you can also measure a kind of icp" - "no delay in patient care" - "patient has been discharged to the nursing department; current status unknown. Patient is an adult" - "spontaneous increase > 100mmhg was observed with sensor lot 134404".

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2023-00360. 3013886523-2023-00362. A facility reported a multi trauma patient with a normal intracranial pressure (icp): after 5 minutes there was a fluctuation in icp line; high drift and negative drift. They did everything according the procedure, directlink was green, changed module , changed sensor several times. Sensor was in situ and checked the directlink: no signals like red or orange light, it was green. Spontaneous increase > 100mmhg was observed.

Event description:
N/a.

Manufacturer narrative:
Sensor was returned for evaluation: DHR - lot 6806102 (sn (B)(6)) met specifications when released. Failure analysis - the issue of the complaint was not confirmed: catheter has several slightly mashed areas. Icp express read 388. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - based on the failure analysis, the exact issue reported by customer could not be confirmed.